Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the descending colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed, but the clip was not possible to release from the catheter. The control wire in the handle broke and no "pop" was felt during the stages of deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.